Event description:
The facility reported an automix 3+3 compounder with a non-responsive keypad. This condition occurred during programming in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an automix 3+3 compounder with a non-responsive keypad was not confirmed or reproduced by baxter personnel. Visual examination and functional tests were performed. No root cause was identified, as no evidence of product malfunction was observed. As a precaution, the control module keypad (graphic membrane panel) was replaced. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4).this device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.additional narrative:the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.